Manufacturer narrative:
This report is for an unknown nail head elements: screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an osteosynthesis was performed with a trochanteric femoral nailing advanced (tfna) system for crushed fracture of the left upper trochanter. The locking mechanism of an unknown screw could not be locked and the tfna nail was left in the patient's body with the locking mechanism unlocked. During the surgery, the piece of the third fracture (which had been displaced to the posterior side) was left at the original position. The measurement result for the tfna screw was 80mm and was inserted where the locking mechanism was locked properly. The surgeon found the length of the tfna screw was short, so the surgeon decided to replace with an unknown tfna screw 85mm. The surgeon turned the locking mechanism counter-clockwise eight times and removed the 80mm screw. The surgeon felt resistance as if the screw was slightly caught by something. The 85mm screw was inserted but the locking mechanism could not be locked. The nail was left in the patient's body and the locking mechanism was not locked. There was a surgical delay of less than (30) minutes. The patient is currently in the hospital. The procedure and patient outcome are unknown. This report is for one (1) nail head elements: screw. This is report 2 of 2 for (B)(4).